Event description:
Elderly male with history of cad (coronary artery disease) and severe aortic stenosis. Procedure: tavr (transcatheter aortic valve replacement). During the procedure, the safari wire got stuck in the delivery system. The entire system was removed with wire, intact- inside. A new system and wire was used successfully without issues. No known harm to patient. Manufacturer response for prosthesis, mitral valve, percutaneously delivered, sapien 3 ultra system (per site reporter). Will obtain. Manufacturer response for wire, guide, catheter, safari2 (per site reporter). Will obtain.